Manufacturer narrative:
H10: a philips remote service engineer (rse) advised the customer that the data acquisition (da)/motor controller (mc) cable and/or the data acquisition printed circuit board assembly (da pcba) may be faulty. The customer was provided with the part ID for both the da/mc cable, and da pcba. Insufficient information is available to determine the resolution of the event. The customer was provided with parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 10/24/2022, 11/22/2022 and 12/20/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit had an error code 1006, indicating vent-inop: data acquisition printed circuit board assembly analog to digital converter (da pcba adc) failed. The device was not in use at the time the issue was discovered. There was no patient or user harm reported.